Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the cannula band was replaced a crack was found on the left fixing strap site. There was no patient injury.

Manufacturer narrative:
Product analysis #245486385:sample analysis: one sample of pediatric tracheostomy tube part number 3.5ped was received for evaluation, lot number provided by gch is 18h0046jzx, the received components are one cannula and one size 3.5 ped obturator, a visual inspection was performed and it was observed the flange eyelet is broken, the failure mode flange eyelet breakage is confirmed on (B)(6) 2019. Completed y (B)(6) on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.